Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 10 dec 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "one of the three points could not be secured. There was a suspicion of localized peritonitis, so it was decided to perform an open surgery." Per additional information received on (B)(6) 2025, ¿one of the three gastropexy fixation points was not fixed. The suture was intact (not broken). Preoperative CT confirmed that the t-bar had migrated into the abdominal cavity. An x-ray was also taken the day before surgery. Partial feeding (half dose) had already started on monday. Localized peritonitis was suspected based on the patient¿s abdominal pain. The physician judged that the condition had not progressed to generalized peritonitis. Postoperative course has been stable, with a bumper in place. Senior physician noted that postoperative thickening of the gastric omentum (due to previous cancer surgery) may have contributed to difficulty inserting the puncture needle or fully deploying the t-bar, leading to incomplete fixation.¿